Event description:
In 2008 - tech - patent left intermediate siderail wouldn't stay in locked position found feeding liquids in and around latch assembly. On the following month - tech - the technician disassembled the mechanism and cleaned the liquid off all the parts in the assembly. Siderail is now locking and working fine.